Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s expiration. Although the patient expired while connected to the liberty select cycler, the patient¿s death was an expected and inevitable outcome. Per the pdrn, the patient was receiving hospice care for the last year, and recently became non-verbal and unresponsive. The patient¿s spouse had been contacted by the hospice care company days before his passing and was aware of his impending death. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the event, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction was associated with the patient¿s expiration. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019, the spouse of this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called fresenius technical support and reported the patient expired on (B)(6) 2019 while receiving ccpd therapy. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported the patient was receiving hospice care for the last year and his health had begun to decline in recent weeks. The hospice company had contacted the wife earlier the same week to discuss the patient¿s impending death. The patient had become non-verbal and unresponsive over the last few days. The patient¿s spouse was told she no longer needed to perform ccpd therapy on her husband, however she found it comforting and continued until his passing. The pdrn stated the event was unrelated to the utilization of the liberty select cycler or any fresenius device(s) or product(s). Although the treatment record could not be provided, the pdrn stated she reviewed the patient¿s treatment record on (B)(6) 2019 and found no alarms or errors. Before concluding the call, the pdrn reaffirmed the patient¿s death was an expected event/outcome. Requested the patient¿s discharge summary, esrd death notification and death certificate, however the documents were unavailable due to the patient¿s record being closed.